Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the flow of this easypump is 4 - 6 hours too fast, even when the flow restrictor is not fixed on the pt. Medication is piperacillin/tazobactam in nacl 0,9 %. Concentration is 12000 mg/15000 mg in 240 ml nacl 0,9%.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.